Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal lead characteristics.

Event description:
It was reported that one day post implant, the lead dislodged. The lead was explanted and replaced.